Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead moved and was no longer capturing. It was also noted the rv lead was undersensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.